Manufacturer narrative:
The evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a foreign object was identified in the female connector of the high pressure tubing within the kit during their initial inspection of received product. The device was not sent to a user facility.